Event description:
International affiliate reports that during a procedure to address a hematoma, the disposable perforator failed to disengage once it had drilled through the skull. The pt's dura was perforated.